Event description:
During a posterior lumbar fusion of the l3-s1, a 13mm peek cage became disengaged from the inserter. The surgeon was attempting to insert the cage into the disk space via impaction without the use of trials to determine disk height. Upon striking the cage, it became detached and caused a tear in the durma at the l5-s1. The dura was repaired using suture, duragen graft and duraseal. The incident extended case approximately 30 minutes. A peek cage one millimeter smaller (12mm) was then inserted and the surgery completed without further issue.

Manufacturer narrative:
This surgical case was reported to have proceeded without the use of implant size trials to determine the correct size implant prior to placement. Mallet impaction was then required in an attempt to force the implant into an undersized disk space. As a result, loads exceeding the ultimate strength of the implant were applied causing the inner diameter threads to fail upon impaction. Attempted placement of the implant without the use of size trials is in direct violation of the surgical technique which clearly states their use is necessary to avoid applying loads in excess of that which the implant can withstand.